Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6., and h.10. Evaluation summary: one opened handpiece injector was received for the report of the shaft did not have smooth movement. A visual inspection of the iol handpiece injector was performed and was deemed conforming. A functional thread to barrel engagement check was performed and deemed conforming. Finally, a dimensional plunger position height check was performed and deemed conforming. The returned sample was found to be functionally and dimensionally conforming, therefore the shaft (plunger) movement was not smooth as described in the complaint was not confirmed and a root cause cannot be determined for the complaint as described by the customer. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product is in transit to the manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery with an intraocular lens (iol) implant procedure, the movement of the handpiece shaft was not smooth. The surgery was completed without product replacement, although the iol was difficult to implant. The involved eye and patient identifiers are not available. There was no patient harm. The postoperative results were good. No further information is expected.